Event description:
Manufacturer received patient of experiencing withdrawal symptoms due to reduced intrathecal drug dose. The physician programmed the infusion system to deliver a lower dose of intrathecal pain medication due to management needs of patient heart problems.